Manufacturer narrative:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. Us endoscopy received a report indicating that the handle of an exacto cold snare broke during use. The complainant stated that the handle broke during use and they were never able to open the handle. There was no report of injury to the patient or user as a result. The device history record was reviewed and all in-process and final inspections were performed and acceptable results were documented. A portion of the device was returned, however, it was not sufficient for evaluation. There was no report of patient injury. In addition to the user report, us endoscopy received medwatch report # mw5062774 supporting the initial report of no injury. This MDR is made in response to the user facility report. If further information becomes available this report will be updated.

Event description:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of diminutive polyps in the gastrointestinal tract. Us endoscopy received a report indicating that the handle of an exacto cold snare broke during use. The complainant stated that the handle broke during use and they were never able to open the handle. There was no report of injury to the patient or user as a result.